Event description:
During a training session led by a laerdal service technician, and after a hs911 had been taken apart and reassembled, the unit properly assessed, charged and shocked 2 rhythms but stopped recognizing treatable rhythms after that and would assess and go to monitoring mode.